Manufacturer narrative:
As of today, the available information suggests this device remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to high right ventricular pacing impedance measurements. No adverse patient effects were reported. Additional information was received indicating high out of range right ventricular (rv) pacing impedance measurements continued to be observed. An invasive procedure was performed. A tug test was performed and the lead was secure in the header. Testing via a pacing system analyzer (psa) yielded impedance measurements within range. The lead was reconnected to the device with in range measurements, however measurements were high. The lead was successfully replaced and the device remains in service. No additional adverse patient effects were reported.